Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture met specification. The picture showed the electrode tip was blackened. The reported condition was not confirmed. Visual inspection found no defects. No defects were detected with the device. The customer is advised to return the incident device so a complete evaluation can be performed. The investigation could not determine the root cause of the customer's report. The instructions for use (IFU) warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tip of the device caught fire size of a birthday candle flame. There was no patient injury.